Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) has not yet been recovered from the field. The monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. Device manufacture date: monitor: 03/07/2012. Electrode belt: 07/26/2011.

Event description:
On (B)(6) 2015 zoll was notified by a us distributor that a patient passed away on (B)(6) 2015 around 4:25 am. It was reported that the patient was in the hospital and was treated by the lifevest prior to passing. It was reported that the hospital staff was present and initiated CPR. Review of the treatment event revealed that the patient received 11 treatments between 3:19:28 am and 3:59:37 am on (B)(6) 2015. At 03:18:44 the device detected and alarmed for an arrhythmia. The ECG shows that the patient was in vt at 250-290 bpm. Per the ECG recording the patient's rhythm self-converted to sinus bradycardia degrading to asystole right before the treatment was delivered. The post-shock rhythm remained sinus bradycardia. The second treatment was delivered during vf and successfully converted the rhythm to sinus bradycardia. The patient's rhythm converted back to vt prior to the third treatment but self-converted back to bradycardia right before the treatment was delivered. The post shock-rhythm was sinus bradycardia. The fourth treatment was delivered during vf and successfully converted the rhythm to sinus bradycardia. The patient's rhythm transitioned to asystole at which time the patient received the fifth treatment. Oversensing of small cardiac signal contributed to the false detection. Treatments 6 through 11 were delivered while the patient was in vf, however the shocks failed to convert the rhythm. The post-shock rhythms remained in vf. At 04:03:17 am, 3 minutes after the last treatment a non-treatable rhythm was detected. The electrode belt was disconnected at 04:03:45.